Event description:
It was reported that the ventilator failed. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed. Identification of issue has been done by analyzing problem description. Further information confirmed that the issue was with technical error indicating backup audible alarm or remote alarm error. The record has been reported based on available information (no logs or no information about faulty part), as the initial description might have underlying causes which represent a reportable event. In the further process of complaint handling the issues were solved by replacement of the monitoring board, which does not affect ventilation. There was no patient harm. According to the information provided by the technician, the monitoring board was checked and replaced, which resolved the issue. The device passed all performance tests and could be returned to clinical use. The device logs and defective part were not available for further evaluation. The root cause has been determined as related to design. An initiated CAPA for this failure mode has concluded that the issue occurred due to revision 28 of monitoring board manufactured by sanmina. Revision 28 of monitoring board is no longer in production (production ended 2016/04/04) and the design of the board has been changed and the capacitors are no longer used. New revision with new supplier available solving the issue. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date:previous manufacture date: 11/24/2015. Corrected manufacture date: 11/26/2015.

Event description:
Manufacturer's ref. #: (B)(4).